Event description:
Information received indicates the bed is not going into trendelenburg.

Manufacturer narrative:
The technician found the trend lever was broken. He replaced the trend lever to repair the bed.